Event description:
Pt. Had angioplasty in 1991 with insertion of a mechanical heart valve. Presented 6/6/97 with chest pain, unstable angina. Cath done. 6/15/97 readmitted with angina 6/18/97 surgery - 3 vessel disease, aortic valve immobile, calcific & stenotic.